Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited possible atrial channel oversensing of ventricular signals, resulting in atrial tachy response (atr) episodes, observed in episodes. No out of range measurements were observed and automatic pace threshold test episodes in collection period were successful. This pacemaker remains in service. No adverse patient effects were reported.